Event description:
It was reported that there was a loss of therapeutic effect and loss of bladder control. The patient was wetting the bed and there was no know accident or incident related to this issue. The symptoms had a sudden onset- 2 weeks ago; the location of the symptoms is the perineum. Complaints were noted about the patient programmer. Program 1 the bottom level was at 0.6 and the patient needed it at 4.4. The top level was at 1.7 and the patient needed it at 4.0. Patient services review functionality with the patient; the patient was able to get the top level to 4.0 and the bottom level to 4.4 and monitor the symptoms. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_prog, lot# unknown, product type: programmer, physician. (B)(4).